Event description:
It was reported that; one of the tines on the bone inserter broke off. The facility had two inserters. They were able to use the second inserter to successfully complete the procedure.

Manufacturer narrative:
Method: visual inspection; device history review, complaint history review; risk assesment result: the device was confirmed to have a fractured tip during visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is a user applied cantilever overload based on materials analysis in addition to due to normal wear and tear of instruments.

Event description:
It was reported that; one of the tines on the bone inserter broke off. The facility had two inserters. They were able to use the second inserter to successfully complete the procedure.